Manufacturer narrative:
(B)(4).additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not used at the time of low blood glucose.

Manufacturer narrative:
Clarification was made to the notes in event description.

Event description:
It was reported that the customer was found unresponsive by the father, and the paramedics were called. The paramedics arrived and provided care to the customer before transporting him to the hospital where he was treated and later released. It was stated that the customer had been over bolusing after a night of physical activity. There was no mention regarding the drive support cap as this insulin pump model does not have one. There was also no mention of the insulin pump being worn at the time that the customer was in the hospital. In addition, the auto mode feature was not in use at the time of the low blood glucose incident.

Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The supplemental report was created to event date to (B)(6) 2019 and that there was no allegation of over-delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on may 7 with blood glucose of 2.4 mmol/l at the time of incident. Customer's blood glucose level was 19.6 mmol/l. The customer was treated in the hospital for low blood glucose. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.